Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had an error. It was indicated that the main printed circuit board was out of specification electrically. It was also indicated that there was contamination throughout the device. These parts were replaced and the epg passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) experienced an error. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed no anomalies. The main board was assembled into a golden unit and powered up to an error. The epg was placed in an oven at 72 degrees celsius for one hour, the device then powered on with no error. Several errors were also noted in the error logs. Conclusion: the reported event was confirmed, there was a suspected solder issue with the diestack. If information is provided in the future, a supplemental report will be issued.